Event description:
Spacelabs received a report of failure to alarm for arrhythmia on the command module.

Manufacturer narrative:
No patients were injured as a result of this event. Spacelabs is evaluating the reported event and will file a follow up report when our evaluation is concluded.

Manufacturer narrative:
Spacelabs requested serial numbers for all the devices involved in this event, but only the serial number for the monitor was provided. Therefore, it was not possible to locate all the devices at the facility for investigation. The command module requires investigation for any alleged failure to alarm event and the facility could not locate this device. The customer did not provide error logs, alarm settings or alarm history. The customer only provided a short rhythm strip of the event that was not long enough for analysis. Spacelabs requested the retrospective database relating to the event which is needed for a root cause determination of ECG algorithm performance, but the customer did not provide this information. An investigation to root cause could not be performed due to the lack of data provided by the customer. This report is considered final and the issue closed.

Event description:
Spacelabs received a report that a patient monitored with bedside xprezzzon monitor model 91393, command module model 91496 and central monitor model (B)(4) failed to generate an alarm at 2:18 p.m. On (B)(6) 2013 for an arrhythmia that occurred during a central line insertion. No one was injured as the result of this event.